Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed stored episodes of noise reversion and high ventricular rate due to ventricular lead noise. No intervention was reported. The patient was in stable condition and would continue to be monitored.